Event description:
It was reported that following a lap adjustable band, the patient developed a post op port site infection. The patient had the product implanted in 2008. The patient took two pre-op showers with hibiclens. At the time of surgery, the patient received prophylactic antibiotic. A chlorhexidine gluconate (chg) cloth was used pre-operatively on the patient while in the ambulatory surgery area. The wound status at the time of discharge was okay. The patient was seen approx one week later for a post operative follow-up and no problems were seen at that time. Patient seen about 2 weeks later for drainage at the port site. A culture was taken which grew viridans streptococcus. Patient was treated with keflex. No other patient complications.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.